Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim and discolored display, moisture ingress, a keypad button response issue, and contamination under button contacts. This report is made based on results of investigation completed on 01/07/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. During testing, the pump was powered on and the display screen appeared dim and discolored. All of the pump keypad buttons were intermittently unresponsive, and the bolus button was completely unresponsive. The keypad cover was removed, and contamination was found under all button contacts. The pump case was removed, and evidence of moisture ingress was found under bolus button contact. Unrelated to these issues, the keypad cover was peeling off the base. Initial reporter: (B)(4).